Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that during the event the clips that fell out of this instrument were malformed. Another device was used to complete the case. There was no consequence to the pt.